Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error  occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was provided for investigation. The problem could not be confirmed. The root cause could not be determined post investigation as the allegation was not found. No injury or medical intervention was reported.